Event description:
It was reported that the ventilator did not regulate o2 and generated technical error codes indicating ventilation disabled and communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not regulate o2 and generated technical error codes indicating ventilation disabled and communication error. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the control printed circuit board was found defective and was replaced. The issue was decided to be reported as the faulty control printed circuit board may lead to stop of ventilation. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.